Event description:
It was reported that the patient developed horner's syndrome after the vns implant surgery. It was also reported that the patient's neurosurgeon believed the patient would improve with time. No additional or relevant information has been received to date.